Manufacturer narrative:
The device used in treatment has been returned and evaluated establishing no relationship with the reported events. The visual evaluation found no issues. The functional evaluation found when fresh batteries were inserted the device functioned without issue. No system or device errors or issues were detected from device performance data. The probable root cause is a failed battery. The complaint history file contains further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after 5 hours of npwt with pico, the device stopped working and couldn't be switched on. No flash alarms were noticed when the malfunction occurred. A back-up device was available to continue treatment but there was a delay of 3 hours. No patient harm reported.